Event description:
The mesh was a bard 3d max. It was implanted on both sides two meshes I had the hernia surgery the last part of (B)(6) 2008. I started having problems around the first of the year in 2011 and by (B)(6) 2011 almost died, and had it removed. The mesh wore a hole in my bladder about the size of a fifty cent piece and both surgeons said it looked "like an old wound". The mesh was full of staph infection and the cause of the wound and was removed. Upon removal the incision became infected with the staph and split open resulting in extremely long recovery time and a ugly scar that looks like I have two belly buttons. As far as I know this model mesh has not been recalled but is under review. Even though it might not yet be recalled, it still just about killed me ad did disfigure me; I will attach pictures.